Manufacturer narrative:
Caster horn assembly.

Event description:
It was reported by service report that both head end caster horns are damaged. No patient involvement or adverse consequences are reported.